Manufacturer narrative:
Pending investigation. D10. Concomitants: (B)(6), 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t; (B)(6), 200-02-38 - three peg patella 38mm; (B)(6), 204-34-04 - fluted stem extension 40l x 14 mm; (B)(6), 210-01-05 - nmc femoral sz 5.

Event description:
As reported via legal documentation, a patient had left knee replacement surgery on (B)(6) 2015. They underwent left knee revision surgery on (B)(6) 2023, approximately 7 years 2 months after their initial procedure. (B)(6) 2023 op report notes that the patient indicated for surgery due to progressive pain and swelling, and that the patient had moderate effusion without any clinical signs of infection. They were also noted to have had significant instability especially in flexion with lateral laxity. Intraoperative findings revealed all components to be well fixed. There was a large effusion with normal-appearing joint fluid. There were no signs of infection. There was expected synovial hypertrophy consistent with polyethylene liner wear. The constrained condylar polyethylene liner had severe medial sided wear with delamination, and there was also severe wear involving the intercondylar spine. The patellar component was also severely worn and felt to be appropriate for revision. There was cavitary osteolysis primarily in the lateral femoral condyle. There was minimal or no osteolysis on the tibial side. The tibia was revised due to relative valgus position that added to the instability. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided.

Manufacturer narrative:
The revision reported was likely the result of prosthesis wear, osteolysis, and instability. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and instability could not be confirmed as the devices were not returned for evaluation, and images and radiographs were not available.